Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: this report is in reference to an italy patient. It was reported communication was unable to be obtained with use of the programmer. Multiple attempts to troubleshoot the issue were unsuccessful. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.